Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery the anchor came out when pulling on the suture. When the surgeon tried to replace the device, he noticed that the device was broken. A x-ray was used to find the missing part. There was no harm for patient, operator or third party. The surgery was finished successfully with the corkscrew ar-1927bcf to fixate the suture. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.